Event description:
A month after the patient had their pump filled, she ended up in the hospital with heart trouble. They read the pump at that time, and it said it was completely full and it had not been giving her the medication. The patient stated she went into withdrawal. The patient stated the pump was explanted on (B)(6) 2012. The medication used within the system was unknown. Please refer to manufacturer¿s report #6000030-2013-00195 for information regarding the patient¿s alleged pump malfunction and cryst allization at the catheter tip, which was thought to have occurred with the patient¿s previous device system.

Manufacturer narrative:
Concomitant medical products: product ID 8596, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012. Product type: catheter: product ID 8703w, serial# (B)(4), implanted: (B)(6) 1995, explanted: (B)(6) 2012. Product type: catheter. (B)(4).